Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13313. It was reported that the burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During ablation, the guiding catheter could not support the delivery of rotalink plus. The burr was then tried to be remove with dynaglide mode, to replace the guide catheter and to change the rotational speed. However, it was noted that the rotawire got intertwined by the second operator side and the rotawire and burr became unable to be separated. The rotawire and burr was removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and there were no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has wire kinked, as part of overall visual revision. Visual inspection of the device revealed that there are several kinks along the body; besides, the distal tip is kinked and stretched. Dimensional inspection of the outer diameter (od) of distal tip, middle of the device and proximal section were performed and were within specification. However, the overall length could not be measured due to the device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13313. It was reported that the burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During ablation, the guiding catheter could not support the delivery of rotalink plus. The burr was then tried to be remove with dynaglide mode, to replace the guide catheter and to change the rotational speed. However, it was noted that the rotawire got intertwined by the second operator side and the rotawire and burr became unable to be separated. The rotawire and burr was removed together as a unit. The procedure was completed with another of the same device. No patient complications were reported and there were no patient injury.